Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sales rep, has reported on behalf of the customer, that during a variax elbow surgery a 2.0mm drill allegedly broke off in the patient. The sales rep has reported that the broken piece of the drill has been left inside the patient.